Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 492 mg/dl. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.